Manufacturer narrative:
The unit passed functional testings including the displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The no delivery error alarm functioned properly. The unit had normal operating currents and no unexpected off no power or low battery alarm was found. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level at the time of incident was 548 mg/dl, but went down to 192 mg/dl at the time of call. The customer treated with a manual injection. The customer was calling back to perform the high pressure test and it failed twice and did not alarm no delivery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.